Event description:
The device was cutting out. No specific case information was known by the caller. During troubleshooting, it was determined that the acoustic mount was loose. No pt consequence was reported.